Manufacturer narrative:
H6: investigation summary one open 31g x 5mm pen needle sample and four photos were returned from lot. No. 0203811, cat. No.320129. Visual examination was carried out on the returned sample and photos and damage to the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to a jam on the machine during the manufacturing process. See h10.

Event description:
It was reported that the pen ndl 31ga 5mm experienced molding defect -short shots on cover. The following information was provided by the initial reporter: according to the customer's report, when removing the inner shield, the hub was found to be damaged/deformed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31ga 5mm experienced molding defect -short shots on cover. The following information was provided by the initial reporter: according to the customer's report, when removing the inner shield, the hub was found to be damaged/deformed.